Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test. No motor error alarm noted during testing. The motor passed the motor test. No motor position encoder error alarms on the alarm history screen. The motor had grinding sound during rewind due to faulty motor. The device had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was 125 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.